Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that during opcheck testing the heartstart mrx failed detect the hands free cable. There was no pt involvement.